Event description:
It was reported that the insulin pump experienced a keypad anomaly. The blood glucose reading was 165 mg/dl. The customer stated that all buttons responded except for the act button. He noted that the act button would not press down and he was unable to clear an alarm using the act button. He stated that a battery change did not resolve the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners were noted during a visual inspection. No button response was due to corroded keypad traces.